Manufacturer narrative:
The manufacturer became aware of the event one year later through a routine web search that revealed a non-peer-reviewed paper draft on a public preprint server. The investigation involved contact with the second author of the paper, who would not provide additional information, and the ob/gyn department chair of that institution. The chair did reveal that the patient was treated elsewhere, along with the date of treatment (B)(6)2023). Additional investigation led to the identification of the treating physician, who was unaware of her patient's subsequent events at the reporting hospital. She confirmed this was her patient, that she had received antibiotic prophylaxis, and the treatment was unremarkable. There was no report of device malfunction during the procedure and the system functioned as expected. Based on this, the event was related to the procedure, presumably due to ascending infection from the vagina given the identified pathogens and the absence of any evidence of bowel injury. The histopathology report on the hysterectomy specimen noted fibroid necrosis, which is the intended effect of radiofrequency ablation of symptomatic uterine fibroids.

Event description:
A case report appeared on a preprint server and has not been peer-reviewed. The case reports states: "45-year-old g5p3, with a h/o sle presented on pod#6 after tfa of a 4 cm type 3 fundal fibroid and a 2 cm type 5 fundal fibroid with abdominal pain, fever, and malodorous vaginal discharge. The patient additionally described arthralgias and stiffness, similar to prior lupus flares. She was febrile and tachycardic. Examination revealed suprapubic abdominal tenderness to deep palpation, copious malodorous vaginal discharge, and necrotic tissue expelling from the cervix. Labs were notable for a leukocytosis, transaminitis, acute kidney injury, and elevated esr and crp. CT abdomen/pelvis demonstrated an enlarged uterus with increased endometrial enhancement consistent with uterine infection or inflammation. Cxr and pelvic u/s were unremarkable. She met criteria for sepsis and was admitted for broad spectrum IV antibiotics. A respiratory virus panel, blood and urine cultures were negative. Vaginal culture grew normal flora and methicillin-sensitive staphylococcus aureus (mssa). She remained febrile despite 48 hours of broad spectrum IV antibiotics so was recommended to proceed with operative intervention to obtain source control. On hd #3, the patient underwent an eua, diagnostic laparoscopy, total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. On laparoscopy, a severe inflammatory reaction was appreciated with dense adhesions extending from the anterior abdominal wall and bladder towards the lower uterine segment. There was no purulent fluid or abscess identified in the pelvis. The uterus was bivalved and revealed a necrotic 4 cm submucosal fibroid. Her fevers resolved and leukocytosis improved by pod #1. Her lupus flare also improved. She was discharged on pod #3. Final pathology revealed an ulcerated and inflamed uterus and cervix with multifocal necrosis."